Event description:
A malfunction alarm occurred, identified by the customer as "malf 0". There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance for resetting the pump, and the customer successfully completed the reset with no further recurrences of the malfunction code. The customer was advised to continue using the pump and to contact support again should any issues arise.